Event description:
It was reported that during use with bd venflon ¿ pro safety needle protected IV cannula the safety broke off in patient, it was removed with out any impact. The following information was provided by the initial reporter: safety shield snapped whilst in patient. Anaethesist removed wihout any further issue.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that during use with bd venflon ¿ pro safety needle protected IV cannula the safety broke off in patient, it was removed with out any impact. The following information was provided by the initial reporter: safety shield snapped whilst in patient. Anaethesist removed wihout any further issue.

Manufacturer narrative:
The following fields were updated due to additional information: h5: imdrf annex a grid: a0510, a0401.

Event description:
It was reported that during use with bd venflon ¿ pro safety needle protected IV cannula the safety broke off in patient, it was removed with out any impact. The following information was provided by the initial reporter: safety shield snapped whilst in patient. Anaethesist removed wihout any further issue.